Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: nc sprinter. Stent: 2.5 x 15mm promus. Other: aspirin, clopidogrel. The 2.5 x 15mm promus is being filed under a separate medwatch report number. Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or under sizing of the vessel. The stent delivery system (sds) was not returned for analysis which may have assisted in the investigation. A review of the finished product lot history records did not reveal any nonconforming material records for this lot. A query of the complaint-handling database was performed and no other incidents have been reported for difficulty to deploy for this lot. The reported difficult to deploy (incomplete stent expansion) appears to be related to the operational context of the procedure and there is no indication of a product quality deficiency. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all sds are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. A sampling of units is destructively tested to verify proper inflation and stent deployment. As it was reported that the 3.5x23mm promus stent was deployed at 10 atm and required two additional post dilatations, it should be noted that the promus instructions for use states to deploy the stent slowly by pressurizing the delivery system in 2 atm increments, every 5 seconds, until the stent is completely expanded. Accepted practice generally targets an initial deployment pressure that would achieve a stent inner diameter ratio of about 1.1 times the reference vessel diameter. Maintain pressure for 30 seconds. If necessary, the delivery system can be repressurized or further pressurized to assure complete apposition of the stent to the artery wall. Since it was reported that the promus stent was implanted in a restenosed lesion, it should be noted that the promus stent is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. The implantation of the stent to treat in-stent restenosis does not appear to have directly caused or contributed to the reported difficulty to deploy. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that on (B)(6) 2011, the patient underwent stenting with a 2.5 x 15mm promus in an in-stent restenosis in the mid left anterior descending artery (lad) and a 3.5 x 23mm promus in an in-stent restenosis in the proximal lad. The 3.5 x 23mm promus was deployed at 10 atmospheres for twenty seconds, but required two post-dilatations with a non-compliant, non-abbott balloon in the distal portion of the 3.5 x 23mm promus due to incomplete stent expansion. This resulted in 0% residual stenosis and timi 3 flow. After treatment of the mid lad, the ostium of the first diagonal artery was found to be occluded requiring balloon angioplasty. This resulted in 0% residual stenosis and timi 3 flow. The patient was discharged on 5/6/2011. There was no adverse patient sequela. There was no additional information provided.